Manufacturer narrative:
The investigation into the stroke/cerebral vascular accident has been completed since the original report was submitted. The device nor data logs were returned for investigation. As clinical information related to the stroke/cardiovascular accident was not provided, the root cause could not be determined.

Event description:
Additional information: it was reported the patient was in and out of ventricular tachycardia after being made a do not resuscitate. The patient expired. Per the abiomed medical safety office, abiomed does not have enough information to associate use of device with outcome.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support and suffered an embolic stroke. The patient was stated to be awake but not responding appropriately to verbal commands. Action was not taken regarding the stroke and support with the implanted pump was maintained. It was noted there was no direct implication of the impella pump as the causative factor.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock-section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿